Event description:
Patient reported right side capsular contracture, baker grade iii/ IV, depression, and recall. The report of breast implant illness symptoms (chronic fatigue, joint pain, difficulty concentrating, hair loss) and numbness in hands/feet were deemed not device related. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, a4, b3, b5, b6, d6(b), g2, h6.

Event description:
Patient reported right side capsular fibrosis, implant affected by the recall and symptoms such as "palpitations, forgetfulness, chronic fatigue, joint pain, difficulty concentrating, depression, hair loss, numbness". Subsequently, patient reported capsular contracture, baker grade iii/IV diagnosed by ultrasound and breast implant illness symptoms. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d9, h3, h6 device evaluation: based on the product analysis performed, the assessments of the complaints are: varied injuries: unable to observe since it is a medical event and is not related to the device. Pain: unable to observe since it is a medical event and is not related to the device. Other - medical: unable to observe since it is a medical event and is not related to the device. Numbness: unable to observe since it is a medical event and is not related to the device. Fatigue: unable to observe since it is a medical event and is not related to the device. Depression: unable to observe since it is a medical event and is not related to the device. Decreased sensitivity: unable to observe since it is a medical event and is not related to the device. Capsular contracture: unable to observe since it is a medical event and is not related to the device. Anxiety - product/ procedure: unable to observe since it is a medical event and is not related to the device. As per the investigation procedure, crease and deformation were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported right side capsular fibrosis, implant affected by the recall and symptoms such as "palpitations, forgetfulness, chronic fatigue, joint pain, difficulty concentrating, depression, hair loss, numbness". Subsequently, patient reported capsular contracture, baker grade iii/IV and breast implant illness symptoms. The device has been explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV. A review of the device history record has been completed. No deviations or non-conformance's noted.